Manufacturer narrative:
(B)(4). Attempts are being made to receive a device for evaluation. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to clarify the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What was the initial procedure? Could you please indicate when the event occurred? Pre-op or intra-op could you please provide lot number? How many of the total quantity were involved in the reported issue? Device return follow up. Events were submitted via 2210968-2020-03689 and 2210968-2020-03690.

Event description:
It was reported that the patient underwent an unknown surgery on (B)(6) 2020 and the suture was used. During the procedure, the needle came of the suture. There were no patient consequences reported. Additional information has been requested.